Event description:
It was reported that guidewire fracture occurred. A 300 cm straight tip v-14 short taper control wire was used in an angioplasty procedure. However, it was noted that the wire broke off in the occluded vessel of the patients foot. No further patient complications were reported.